Event description:
This is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with an unknown therapy for peritoneal dialysis (pd). Action taken with therapies was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.